Manufacturer narrative:
The device is not available for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "I wanted to bring a quality concern to your attention regarding the endocavity needle guides we've received recently. We have identified six instances where the clips on either side have broken off, requiring us to discard and replace the guides. All of these guides are from the same lot: 448755."